Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the left anterior descending (lad) with heavy calcification. A 2.50 x 30mm trek balloon dilatation catheter (bdc) was advanced to the target lesion for dilatation; however, resistance was met with the anatomy. Then during the first inflation, the balloon ruptured at 8 atmospheres. The bdc was removed from the patient without issue. There was no adverse patient effect reported. The procedure continued and the target lesion was successfully treated with a 2.5x33mm stent. No additional information was provided.